Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter had higher temperatures than expected. During a procedure, upon plugging the intellenav mifi open-irrigated catheter into the ablation box, the ampere generator showed the catheter temperature to be 8 degrees higher than expected. It read 35 degrees celsius, despite the room temperature being lower. When inserted into the patient, the catheter read 45 degrees celsius. During ablation, the catheter temperature fell 8-10 degrees celsius to a normal temperature; the lspro, the rhythmia and the ampere generator showed the temperature to be 38-39 degrees celsius. The procedure was completed successfully, and there were no serious injury or adverse patient effects.

Event description:
It was reported that the catheter had higher temperatures than expected. During a procedure, upon plugging the intellenav mifi open-irrigated catheter into the ablation box, the ampere generator showed the catheter temperature to be 8 degrees higher than expected. It read 35 degrees celsius, despite the room temperature being lower. When inserted into the patient, the catheter read 45 degrees celsius. During ablation, the catheter temperature fell 8-10 degrees celsius to a normal temperature; the lspro, the rhythmia and the ampere generator showed the temperature to be 38-39 degrees celsius. The procedure was completed successfully, and there were no serious injury or adverse patient effects.

Manufacturer narrative:
Updated suspect medical device from intellatip mifi oi temperature ablation catheter to intellanav mifi open-irrigated ablation catheter the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.